Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose levels of 23.1 mmol/l. The customer¿s current blood glucose level was 4.3 mmol/l. The customer¿s other relevant blood glucose level was 21.4 mmol/l, 22.9 mmol/l, 16.4 mmol/l. The customer was treated with insulin pump and manual injections for high blood glucose values. The customer experienced nausea due to hyperglycemia. The customer did allege that the insulin pump was under delivering insulin. The infusion had a bent cannula. Troubleshooting was performed for high blood glucose level. The device will not return for analysis.